Event description:
Initial report: this non-serious unsolicited report was received from a physician via a sales rep to our affiliate in (B)(6) ((B)(4)), on (B)(6) 2011 and (B)(6) 2011 (processed together). Upon medical review, the event of visible and painful nodules has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a female (age not specified) who was treated with sculptra (poly-l-lactic acid) (therapy dates, dosage and indication not reported). The poly-l-lactic acid was diluted with 6 ml of sterile water. On (B)(6) 2011, this pt experienced one visible nodule in the right cheek along with inflammation of the surrounding area. The nodule has grown up to 2 cm size. According to the physician, the pt has been treated with antibiotic nos and anti-inflammatory nos, but it seems the nodules are getting worse. They are visible and painful. Other suspect drugs: none. Significant/relevant medical history: not reported. Relevant concomitant medications: not reported. Action taken: not applicable. Corrective treatment: antibiotic nos and anti-inflammatory nos. Outcome: unk. Physician/reporter causality: not indicated. According to the physician, the adverse event did not lead to permanent impairment of a body function or permanent damage to a body structure. Surgical intervention was not required. A ptc (product technical complaint) has been initiated for this report: (B)(4).